Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited under-sensing. No intervention was made. No patient's symptom's were reported.

Manufacturer narrative:
Further information requested but was not received.